Manufacturer narrative:
Product ID 3093-28, lot# va02r42, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that there was a poor communication screen on the patient programmer. The patient had poor communication with her device. She tried with and without the antenna and was still getting poor communication. The patient felt no stimulation and had urinary incontinence. The patient later reported that the battery would be replaced. On (B)(6), it would get fixed.